Manufacturer narrative:
Film evaluation results are: the exact cause of the aaa increase could not be determined from the films provided; however, it appears most likely that this was caused by a type ii endoleak. Earlier follow-up CT¿s showed a likely type ii endoleak, and evidence of lumbar artery coils were observed. More recent films showed an increase in aaa size and what appeared again to be a type ii endoleak. Films during the course of the implant duration show no significant stent graft in-vivo configuration changes, and there appears to be a good proximal seal and distal limb fixation. R<(>&<)>d review of the returned CT¿s confirmed a persistent type ii endoleak. Several lumbar arteries have been coiled, but two other proximal lumbar arteries now appear patent in the delayed phase scan. No clear proximal type I was observed.

Manufacturer narrative:
Other relevant device(s) are: etlw1620c124ee, (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 41 mm in diameter abdominal aortic aneurysm. The proximal neck was 21-22 mm in diameter and 34 mm in length. The right iliac artery measured 15-14-15 mm in diameter and the left iliac artery measured 12-17-15 mm in diameter. It was reported that, on a follow up CT scan, it was observed that the patient continues to have aneurysm enlargement following the implantation of an endurant iis stent graft. The physician originally suspected a type ii endoleak; however, several lumbar arteries have been coiled in an attempt to resolve this but the aneurysm continues to enlarge post coiling. The physician is suspecting a possible type I endoleak that they have not been able to identify. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
It was reported that intervention was carried out approximately two and a half years post the index procedure. A limb extension (B)(4) was implanted to treat a suspected type ib endoleak caused by cia dilation. Further intervention was carried out approximately six months later to treat a suspected type ia and ib endoleak due to neck and cia dilation (the type ia endoleak was in relation to the device (B)(4)only). An additional limb extension (B)(4) was implanted along with endoanchors. Further coiling of the suspected type ii endoleak was also carried out ten months after that. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.